Event description:
The high-pressure balloon was used in a percutaneous transluminal angioplasty (pta) procedure for treatment of a moderately calcified lesion (stenosis degree: 70%) in a moderately tortuous bid-brachial artery. The target vessel also had a calcification degree of approximately 70%. Balloon inflation was attempted after placing into the target lesion. The balloon burst at the pressure of 21 atm (rated burst pressure was 23 atm). The balloon was prepped per IFU. There was no indication of any damage during device preparation. Negative pressure was confirmed to be held during loading and advancing to the target lesion and there was no loss of negative pressure. The device was not torqued or twisted during loading. The lesion length was noted to be approximately 30mm with a vessel diameter of 7mm. There was no patient injury. No parts of the balloon remained in the patient. The reported issue resulted in a procedure delay of approximately five minutes. No additional medical intervention was required.